Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer stated she wore the insulin pump during an MRI. Blood glucose value is unknown. The insulin pump failed the displacement test; it alarmed motor error. The drive support cap is recessed. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test with and motor error alarm noted during rewind due to motor encoder out of phase. No alarm noted. The insulin pump was received with cracked reservoir tube lip.